Event description:
A 2.0mm ti condylar plate, right, was implanted for an 'attempted fusion of the thumb in an arthrodesis procedure'. The plate 'subsequently required complete removal'.

Manufacturer narrative:
This info has not been provided. Additional info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. A review of the manufacturing records has been requested.